Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarm on the device. The insulin pump was received with cracked battery tube threads. (B)(4).

Event description:
Customers' father reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer father advised that the alarm occurred during bolus/basal delivery. Customer's father advised the no delivery alarm was a recurring issue and remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.